Event description:
It was reported the system diagnostics after generator replacement surgery resulted in high lead impedance. The pt's explanted generator was not interrogated prior to surgery since the generator was thought to be at the end of service condition. After the new generator was placed, system diagnostics were performed by the surgeon and resulted in high impedance . The surgeon did not have time to replace the lead and the pt was implanted with the new generator and programmed to 0ma. The surgeon saw the pt a week after replacement of the generator and the lead surgery was performed. During the surgery, the surgeon identified the lead wire to be fractured passing the bifurcation. The surgeon explanted the lead and did not re-implant the pt due to the amount of scar tissue present in the pt. At the moment the cause of the fracture is unk as no pt trauma or manipulation was reported. Good faith attempts to obtain the explanted lead resulted unsuccessful as the explanted lead was discarded following the surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.